Manufacturer narrative:
Analysis was normal. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Upon interrogation, it was noted that the patient received multiple atp and hv therapies in response to vt/vf. The device detected and delivered all vf therapy as programmed, but this did not terminate the arrhythmia. The patient's rhythm eventually deteriorated and intermittent undersensing was present on later egms, but this may have been when the patient was deceased. All real time measurements were stable and in-range.